Event description:
It was reported that the sterile packaging tore down sideways upon opening the device and contaminated the product. There was no associated procedure and therefore, no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device unavailable for return.

Event description:
It was reported that the sterile packaging tore down sideways upon opening the device and contaminated the product. There was no associated procedure and therefore, no patient involvement.